Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they met with the patient on (B)(6) 2017 and they removed the adaptive stimulation so that the patient wouldn¿t feel the jolts. The rep stated that the battery was depleted to a quarter charge after the session. When the patient got home they couldn¿t use it much since the battery was depleted so they charged for four hours until the battery was fully charged. However, it was reported that by the next morning the ins batter was empty. It was reported that the rep had checked impedances and there were no issues found. The rep had also instructed the patient to document when they got the jolts and perhaps to use data to determine the potential system issue if the patient gets jolts. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study reported the shocking pain (when the spinal cord stimulation was on) was perhaps related to the placement of the ins. Repositioning the ins resolved the event. No further patient complication was associated with the event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding patient implanted with implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that patient had a pocket revision because the battery in the back was uncomfortable and she wanted the battery in the front. Although the patient had previously reported that she was happy with coverage and pain relief from stimulation, on the date of procedure the patient claimed to be having shocking and jolts. The patient also indicated that the ins was switching from 1.5 v to 2.5v on her patient programmer. The patient came in with the ins in discharge, so the representative could not interrogate to verify settings or run impedances. The healthcare provider (hcp) said that at t12 it was normal for a patient to experience postural changes that result in changes in stimulation because that is a mobile location. The hcp indicated that he thought the adjustment in amplitude were likely related to the ins changing amp and it would just need to be reoriented. At the procedure, the only thing the hcp wanted to do was add extensions and move the battery to the abdomen because the patient had not expressed any displeasure with stimulation prior to that date. Lead check during the procedure showed that one lead slid down slightly out of the epidural space, so the hcp recommended not using those electrodes. Representative met with the patient and the device was discharged. The patient reported that she will just be sitting still and feels zings and jolts. It has woken her up at night and she has to turn the stimulation off. She will check it with the patient programmer and it shows 2.0v but she is not programmed to 2v on any setting. This does not correlate to a specific position. Turning it off resolves the sensation. The caller added that the patient¿s husband stated that she has been shocked through the legs while sitting in truck or boat and she jumps. The representative would see the patient later and program a group without adaptive stim enabled. He would also check impedances and check programming to see if anything has been overridden to 2.0v. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4) implanted: (B)(6)2017 explanted:(B)(6)2018 product type extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type extension product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative (rep) reporting that the patient spinal cord stimulator (scs) system was explanted and the devices would be returned for analysis. It was reported that there was no specific event that the rep was aware of that led to the explant. They stated that it appeared the patient had been reprogrammed in the past and was satisfied at times. The rep stated that they were no present for the explant, so it was unknown what the issue was. It was unknown if the issue was resolved. The explant occurred on (B)(6)2018. It was reported that the patient was alive and without injury. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4) implanted: (B)(6)2017 explanted:(B)(6)2018 product type extension product ID 3708140 lot# serial#(B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type extension product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 lot# serial#(B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported they had sent the implantable neurostimulator (ins), leads, and extension back sometime ago. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarges. Analysis of lead (B)(4) 5mm compact 1x8 MRI (B)(4) identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead ,product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the second lead had migrated downward so that 3 contacts were outside the spinal canal. It was noted that the patient was asymptomatic. The event was reported to have been related to the device or therapy and not related to the implant procedure. No actions were taken and the event was unresolved with no further action planned. Additional information was received from the consumer. It was reported that when the device was first implanted, it seemed to work ok when it did work, but the patient had a couple issues with it. The patient had a very hard time trying to charge the battery of the stimulator; it would take the patient minutes just moving the battery pad all around over and over in different areas until they could get enough bars on the charger to light up so it would charge the device. It was noted that the device caused the patient a great deal of pain where the surgeon chose to implant the device inside the patient¿s body and placing the battery charger pad on the patient¿s body where it was located to charge it would cause the patient unbearable pain. The patient thought it was because of the surgery and the incisions needed time to heal and that the pain would gradually go away, but it never did. Any pressure that the patient placed on it ¿ from just laying down in bed, sitting and putting pressure on it, or holding the charger pad on it ¿ was very painful. The patient would cry at times because it hurt so much and thought that instead of the device helping their pain, it caused a lot more and wished they had never had it implanted in them. It was reported that another problem was that once they could finally get the stimulator charged, the battery would go dead very quickly and would not charge correctly; at first it would last for days, but now it was lasting a day to a few hours. It was noted that the patient had some adjustments done by a manufacturer representative, but it really didn¿t help much. The patient was going to have their hcp move the stimulator because they couldn¿t tolerate the pain where it was placed, and it was noted that the manufacturer representative thought the leads could be what was causing some of the patient¿s problems they were having with the device. It was reported that after that, the patient tried to continue to use the stimulator, but it was getting worse and they had more issues. When it would work, the patient would set it to .75, which seemed to be the setting that worked the best for them during the day most of the time, but for some reason, the device would change the setting by itself to where it would go from .75 to 1.25/2.50. It was noted that there were a couple times while the patient was with their spouse and the device shot up so high to where it got very painful and sent intense, intolerable pain signals down their leg to where they thought they were being electrocuted and thought it was going to kill them; it took all the patient¿s strength to find the controller to be able to shut the device off. It was noted that this had been done to the patient 4 times and all this occurred within the first few months they had the device implanted in them. After this, the patient had to quit using the stimulator; it wasn¿t working properly, they had enough problems with just the pain of the placement of the device that they couldn¿t deal with all the other issues the device was causing them. The patient finally scheduled a date to have the device moved and thought of having the device removed and not have another one implanted. The patient told the manufacturer representative and hcp that the device was not working right; it was noted that the hcp told the patient that the device was fully tested and working fine, and the occurrences the patient had 4 times was because of the pressure variation that was caused on the leads to the spine during certain movement. The hcp checked where the implant was (butt) and marked where they were going to move/put it (stomach), and the patient had the surgery. It was noted the same device and leads, with extensions added, were implanted. The patient saw another manufacturer representative a week later to charge the battery for 30 minutes and set up a program for the patient. The patient found out that the hcp used the same stimulator as before and the patient noted that the hcp did not sterilize the device when the device came out of the patient¿s body to be moved to a different part. The patient left the clinic with the device on, but when they got home about 30 minutes later, the device had stopped and the battery was dead. The patient got home, laid down and charged the device for a couple of hours, and the charger showed that it was fully charged that night when the patient went to bed. In the morning, the battery was dead again. The patient contacted the pain clinic, told them the battery was not holding a charge, and was told to make a log of it and continue trying to use it until they could meet in three weeks. The patient was frustrated, thought the device was defective, and thought they just went through another surgery for nothing. That night, the patient tried to charge the device again, but could not get any of the bars to show up on the charger telling them that the device was charging. The patient and their spouse tried numerous times moving the charger pad all around the implant device and just once in a great while, the could get some of the bars to light, and just tried to stay completely still so that they stay lit; it was noted that just breathing caused the bars to drop off. It was noted that this should not be this difficult, and finally after lying in bed for hours, they finally got it where it showed it was fully charged, so the patient went to bed for the night and the very next morning, the battery was dead again. It was noted that the patient would continue to monitor this and do what was asked to get more data. The patient had an appointment, but it was cancelled, so they never resolved the issue with the defective device. It was reported that the device had destroyed over a year of the patient¿s life with all the pain, stress, and frustration that this had caused the patient and their spouse. It was noted that the patient must now go through a 3rd surgery to have it removed and wanted it removed as soon as possible. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient previously reported shocking pain at the buttock pocket site on (B)(6) 2017. The pain interfered with daily activities and sleep. The patient stated she had night pain and slept on her back. Since the last visit, the patient's pain improved 25%. The ins was repositioned on (B)(6) 2017 to the abdominal pocket. The event was ongoing. The event was possibly related to the device or therapy and implant procedure, specifically relating to the need to reposition the ins to the abdominal pocket.